Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago. Explant date: few years ago.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago. Explant date: few years ago.